Manufacturer narrative:
Product unavailable for return, product disposed of at hosp.

Event description:
In 2009 (exact date is unk), the pt had cancer of the colon. The port and catheter were placed with subclavian vein approach. Six months later, at the time of outpatient chemotherapy, the pt complained of pain. CT revealed that the catheter was ruptured (cut off). After removing the port from the pt's body, the ruptured catheter was found to be reached to the pulmonary artery, so it was removed with intravascular treatment, then orca cv kit was placed for replacement. After the add'l procedure, the pt's condition had no problem.